Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the replacement required the system to be lifted. The appropriate components to perform the lifting and replacement were shipped to the representative. Confirmation of the replacement has not been reported.

Event description:
A medtronic representative reported that, while outside of a procedure, the caster on the navigation system was damaged. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The staff cart for the navigation system was returned to the manufacturer for evaluation. Testing found that the casters were sheared off the cart base and not being fully seated. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Additional information: in process of shipping the system for repair, another caster was sheered off. As reported on MDR follow-up 1, physical damage failure was confirmed. A medtronic representative tested the equipment. The navigation system passed the system checkout and was found to be fully functional after part replacement.